Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had broken retainer ring on reservoir compartment. Customer¿s blood glucose was 151 mg/dl. Customer stated that reservoir was unable to lock in place. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.